Manufacturer narrative:
(B)(4).

Event description:
Procedure type: thoracoscopy left lunger upper lobe with excision mass. According to the reporter: while performing a thoracoscopy to remove a pulmonary nodule in the left upper lobe of the lung, the stapler punctured a branch of the pulmonary artery. This led to brisk bleeding and the loss of up to 2 units of blood almost immediately. Anesthesia confirmed minimal injection and no blood pressure. The stapler had been fired at least 7 times before the vascular lacerations were discovered. The pt expired on the operating room table.